Event description:
The manufacturer received information alleging the flow test had failed on the device. There was no harm or injury reported. A philips remote service engineer confirmed the flow verification: positive flow: measured tidal volume and flow verification: negative flow: measured tidal volume tests had failed on the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the flow test had failed on the device. There was no harm or injury reported. A philips remote service engineer confirmed the flow verification: positive flow: measured tidal volume and flow verification: negative flow: measured tidal volume tests had failed on the device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and machine flow sensor need to be replaced to address the issue.